Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that the device had a defective clipping mechanism. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the clips were malformed when they were fired. This is all the details he could gather regarding the event.